Event description:
It was reported that while using the excelsius gps system, the case was aborted and screws were then placed by hand.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation, through review of the case logs, revealed that there was a registration shift which resulted in navigational inaccuracies. Navigation, during an intra-operative spin with e3d, cannot be ready due to unstable tracking. Instability is due to motion between excelsius3d, dynamic reference base (drb), and the camera. It is recommended to monitor the surveillance marker during the procedure. If the surveillance marker indicates significant movement of the drb, perform an anatomical landmark check. If the landmark check is satisfactory, re-register the surveillance marker. If the landmark check fails, re-register the patient. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue was traced to user technique.